Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The home patient(hp) stated she changed out the cassette only and the alarm reoccurred. The technical service representative(tsr) advised the hp that the bag should not be disconnected and reconnected because the setup is now compromised. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter contacted home patient (hp) on (B)(6) 2011. The hp had no problems starting therapy over with new supplies and has had no problems with therapy since that night's therapy. Therapy has been going fine since the event and there was no patient injury or medical intervention reported. This complaint for a report of use error ? Reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.